Event description:
It was reported that a dexcom g7 continuous glucose monitor experienced a temporary signal loss alarm, after which readings resumed during the same call; the responsible device for the signal loss was not identified, and troubleshooting with education was completed with advice to monitor. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included review of device logs confirming a cgm signal loss alarm and remote troubleshooting with user education. Investigation of this case revealed a transient communication interruption without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user or environment-related signal interruption.